Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. Data was evaluated and the allegation was confirmed as a loss of connection between 1 and 3 hours. The probable cause could not be determined. No injury or medical intervention was reported.